Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the r2p destination sl dilator was attempted to be inserted into the sheath, the tip of the sheath was found to be deformed. The device was not used and was replaced with another r2p destination sl guiding sheath to continue the procedure. The procedure was successfully completed. There was no health damage to the patient. The procedure outcome was completed successfully. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product..